Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's presented to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels increased to over 300mg/dl despite continued pod use, limited food intake, and administration of an additional insulin injection. The patient changed both the pod and glucose sensor at home; however, no improvement was observed. Due to persistent hyperglycemia, the patient presented to the ER at approximately 9:00 pm, where blood glucose measurements were performed and the patient received intravenous fluids, resulting in normalization of glucose levels overnight. The patient was subsequently discharged the next day.